Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that the device was not cutting very well. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was not expanding the skin uniformly and the comb were replaced. Initial qa inspection of the skin graft mesher by (B)(4) on (B)(6) 2017 revealed that the device did not produce a passing sample graft mesh due to a damaged comb. Repair of the skin graft mesher was performed by (B)(4) on (B)(6) 2017 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device did not procedure a passing sample graft mesh due to a damaged comb. The root cause of the device not cutting well was due to a damaged comb. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) was repaired, tested and returned to the customer.

Event description:
Investiagtion revealed that the comb was damaged.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not cut very well. No adverse events have been reported as a result of the malfunction.